Event description:
It was reported that the procedure was to treat a heavily stenosed and moderately tortuous lesion in the right innominate vein. The 12x60mm armada 35 balloon dilatation catheter (bdc) was advanced to the target vein with no resistance noted. During the first inflation, the balloon rupture at 4 atmospheres (atm). The bdc was removed without resistance noted. The procedure was completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.